Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received..

Event description:
It was reported that the right atrial lead exhibited high threshold of greater than 4 v and a decrease in sensing to less than 1 mv, due to dislodgement. The lead was explanted and replaced.